Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a cross connector's set screw fractured while being tightened during installation. The cross connector was removed and replaced with an alternative cross connector to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Additional information: (ethnicity), (method, results, and conclusions) - the returned screw was evaluated. One of the end set screws fractured across the threaded section so the flanged portion has detached. The associated handle used to tighten the screw was not returned; therefore, a the cause of the screw fracture cannot be conclusively determined.

Event description:
It was reported that a cross connector's set screw fractured while being tightened during installation. The cross connector was removed and replaced with an alternative cross connector to complete the procedure. There were no reported patient impacts associated with this event.